Manufacturer narrative:
Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified. The error code could not be duplicated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported that the unit has check vent backup alarm failed. The field service engineer (fse) found that the backup battery is depleted and not charging. The customer reported that the unit was not in use on patient . The fse verified the reported problem. The fse replaced the power management (pm) board and the backup battery to address the reported problem.